Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report # (B)(4). The actual device involved in the reported incident was not returned for evaluation. The batch record could not be reviewed since the lot number is not known. Without the actual sample or lot number, a thorough investigation could not be performed and no specific conclusion can be drawn. All available information has been forwarded to the actual manufacturer. If the sample or lot number and/or additional pertinent information becomes available, a follow up report will be filed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4).

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): alligator clip easily comes off.